Manufacturer narrative:
We apologize for the delay in filing this report. The staff member responsible for submitting the report was ill and delayed in completing it.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The procedure was completed. There were no patient complications.